Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'needs to be calibrated. Tried 20 ml & delivered at 17' was not reproduced. The device passed flow rate accuracy testing. A review of the event history log (ehl) revealed an infusion programmed at a rate of 400 ml/hr and vtbi: 20 ml, which are the not the recommended parameters for flow accuracy testing outlined in the spectrum service manual. However, no abnormalities that could cause or contribute to the reported problem were observed through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused during testing in the biomedical service department. The pump programmed for the volume 20 ml but delivered 17 ml. There was no patient involvement. No additional information is available.